Event description:
It was reported that the procedure was treat a left anterior descending artery. A 2.5x28mm xience alpine was attempted to advance over the .014 balance middleweight hydro guide wire; however, it became stuck. Both devices were simply removed as one unit. Another unspecified stent and guide wire were used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. Subsequent to filing the initial report, the following clarification was received: the 2.5x28mm xience alpine was the device used to successfully complete the procedure and not the device that became stuck on the bmw guide wire. The device that became stuck on the bmw guide wire was a non-abbott stent. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed and the reported difficulty to advance and remove were confirmed as the guide wire was returned frozen in the sds guide wire lumen. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use. Factors that may contribute to the difficulty to advance/position the guide wire and cause resistance between the devices may include, but not limited to, manufacturing, device placement technique, guiding catheter support, anatomical conditions, inner diameter of guide wire lumen or delivery device, outer diameter of the guide wire, condition of the guide wire, condition of the sds, condition of the guide wire lumen, coagulation of blood or procedural contaminates. The investigation was unable to determine a conclusive cause for the reported difficult to advance/position and difficulty to remove the stent delivery system (sds) over the guide wire. The noted bends on the core and offset coils likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b5: additional information added. D10: boston scientific synergy stent added. The 2.5x28mm xience alpine stent removed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional xience alpine device referenced is filed under a separate medwatch report number. Na.

Event description:
It was reported that the procedure was treat a left anterior descending artery. A 2.5x28mm xience alpine was attempted to advance over the 014 balance middleweight hydro guide wire; however, it became stuck. Both devices were simply removed as one unit. Another unspecified stent and guide wire were used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.